Event description:
Report of bleedback from thermistor port received. Received report from abbott international affiliate, which states: "while the customer was monitoring, blood leaked at the cable connector. Leakage from thermistor port was suspected." Additional info received froma affilate states: "about 50-100cc blood was lost. Change of device was necessary as a result of the problem. The "cco" monitoring could not be showed for about 6 hours. About 6 hours is the time between the discovery of this malfunction and the change of device. The pt was not damaged with this malfunction." Additional pt info has been requested, but no further info has become available.

Event description:
Corrected info received from abbott international affiliate. Abbott japan, states thta the international aware date for this event was 12/10/1999.